Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an over infusion of hydromorphone; the patient became more "drugged" than expected. The customer is not alleging a pump malfunction however suspects a programming issue. The infusion was started on (B)(6) 2013 at 0010. The hydromorphone concentration was 0.2mg/ml, loading dose/clinician dose was 0.5mg, the continuous rate was 0.1mg/hr, the pca dose was 0.1mg, the lockout interval was 5 minutes and the max rate was 1.3mg/hr. The patient was sedated but there was no adverse outcomes. There was no patient harm, medical intervention or treatment required as a result. The customer stated that no additional event or patient information is available.